Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 144 mg/dl. The customer reported that the device was exposed to fresh water. Customer reported that he was fly fishing. The button error alarm is present in history at or around the time that the device was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.